Event description:
It was reported by the patient¿s relative that the patient had been having syncopal episodes and needed to have their implantable pulse generator (ipg) checked. No further information is available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced.